Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported right brachial vein PICC catheterization was performed on (B)(6) 2022. After that, the PICC tube was indwelled for a long time, daily fisting exercise, and weekly local dressing change. On (B)(6) 2022, the patient developed pain in the right upper extremity. B-ultrasound examination in our hospital showed: multiple mural thrombosis around the axillary vein, subclavian vein and innominate vein of the right upper extremity indwelling catheter; the remaining right upper extremity veins were two-dimensional and colored the doppler echo was unremarkable. Oral anticoagulation and thrombolysis with warfarin 2.5 mg qd. On (B)(6) 2022, the patient still had pain in the right upper limb, which was not relieved significantly compared with the previous one. The coagulation function was re-examined in the outpatient department of our hospital: prothrombin time 14.6sec, prothrombin time (inr) 1.24, d dimer 2.93ug/ml . Five categories of blood routine: white blood cell count 6.4x10^9/l, hemoglobin 121g/l, platelet count 185x10^9/l. Hospitalized for further treatment. After admission, dalteparin sodium injection 5000iu was subcutaneously injected q12h, and warfarin tablets 2.5mg was administered orally after meals for qd anticoagulant thrombolysis. (B)(6) 2022 recheck 6 items of coagulation function: prothrombin time 16.6sec, prothrombin time (inr) 1.41, d dimer 1.30ug/ml. On january 21, the patient still complained of mild pain in the right upper extremity, and the b-ultrasound of the right upper extremity vein was reviewed: after PICC of the superficial vein of the right upper extremity: the visual segment of the superficial vein of the right upper extremity had smooth blood flow; see obvious exceptions. To be discharged from hospital. Additional information 05/04/2022: when was the catheter inserted? When was the dvt discovered? (B)(6) 2022 catheter inserted, (B)(6) 2022 dvt discovered. In what arm and vessel was the PICC inserted? Right arm. Where was the dvt located? Right upper extremity axillary vein, subclavian vein. How was the dvt diagnosed? Under b-ultrasound. What symptoms of a dvt did the patient exhibit? Pain and swelling in the right upper arm. What imaging was used to verify dvt? Are pictures available? Unknown. What treatment was given to patient for dvt? What was the outcome? Medicine treatment, symptoms of thrombosis are eliminated after treatment.